Event description:
User facility reported that 30 seconds into a novasure endometrial ablation procedure, the "patient coded". Chest compressions were performed while the ablation continued for an additional 30 seconds and "after a minute or two the pt was stabilized". The pt was admitted to the hospital following this episode. On (B)(6) 2010, the pt received a cardiac catheterization which revealed "poor injection fraction and underlying problems", however, the physician was unaware the pt had "cardiac issues" prior to the ablation. The pt was discharged on (B)(6) 2010. The physician reported on (B)(6) 2010 that "the pt is doing fine".

Manufacturer narrative:
Lot and serial number not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller (rfc) not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. H4: identification numbers not provided by the complainant; therefore, the manufacture dates are not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).